Event description:
Implant fracture.

Manufacturer narrative:
Coding doesn`t make sense. The product is in evaluation. It is not possible to indicate conclusions at this stage (initial report) neither code na nor ni is working in the coding section.

Manufacturer narrative:
Coding doesn`t make sense. The product is in evaluation. It is not possible to indicate conclusions at this stage (initial report) neither code na nor ni is working in the coding section. Result of the evaluation: implant regio 36 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implant.

Event description:
Implant fracture.